Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. No motor error alarm occurred. However, the device had a loud motor noise during rewind due to faulty motor. The unit had cracked on the battery tube threads.

Event description:
The customer reported that she woke up with high blood glucose of 564mg/dl, and the insulin pump was alarming motor error. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a displacement test and the test failed twice. The customer stated that when she checked the reservoir volume it was found that the reservoir showed 171.1 units remaining. The customer tested a second time and kept priming, never started. No further information was provided.